Manufacturer narrative:
It was reported that the headend lift did not go all the way down due to malfunction potentiometer and sensor coil cord. Supplemental submitted as further investigation determined that the head end hi-lo was stuck in the lowest position due damaged head end potentiometer and lift sensor coil. This will result in caregiver annoyance since headend hi/low lift was stuck at low height. Additionally, it is not likely to harm the patient as lowest flat position is still attainable to perform CPR administration if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the headend lift did not go all the way down due to malfunction potentiometer and sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the headend lift did not go all the way down due to malfunction potentiometer and sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.